Event description:
I had a medtronic spinal cord stimulator implanted on (B)(6) 2013. Two weeks after having implanted, I started having severe pain at the battery site that radiates into my right hip as well as a large section around the battery. The unit turns on and off by it self cause very high shocks. When recharging my unit, I have a high intense burning pain. Its been almost 4 months and all symptoms are increasing to a great deal of pain. Medtronic is of no help. My doctor is taking it out on (B)(6).